Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the scs system did not provide effective stimulation to the desired pain areas. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the scs system was explanted. Subsequently, the patient will have contraindicative testing for an unrelated issue.